Manufacturer narrative:
(B)(4). The sample was received. Visual inspection performed with the following issues noted: discolored tubing. Leak testing was performed with set attached to port connection with no issues noted. Clamp function and clear-passage testing was performed with no issues noted. Uv spike outside diameter was measured and in specification. Sample was not confirmed for the reported problem. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). During evaluation of the returned sample, the alleged issue could not be duplicated. As a result, the root cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike connector of the uv flash transfer set disconnected from the port of the uv twin bag after it was connected. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.